Manufacturer narrative:
The battery charging algorithm was identified not to guarantee optimal charging conditions for each use scenario. The boost charge was exempt. This may cause a reduction of the battery life time, specifically for batteries which are often used during patient transport. As a consequence, we have decided to update the software (firmware), to test batteries in regards to their capacity and to replace batteries if the capacity is already reduced. A fsca has been initiated and already reported: information of users via fsn about this issue. Update of the software. Test of batteries and replace if required. Action has been prioritized for customers using the device for transport.

Event description:
It was reported that the ventilation unit vn500 failed during patient transport. No injury reported.